Event description:
It was reported that the procedure was to treat a lesion located in the left femoral artery. During use of the connect flex guide wire, what appeared to be flaked green coating was observed on angiography, in the fox sv pta catheter, and after use when the guide wire was wiped with white gauze. A new guide wire was used to complete the case. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
The device has not yet been received from the customer for evaluation. The customer has confirmed on the (B)(6) 2013 that it is available for return are following up with their thailand affiliate to ask for the status of the return of the wire. A final report will be submitted upon receipt and evaluation of the device involved in the incident.